Manufacturer narrative:
It has not been reported that the device has been explanted. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a procedure on (B)(6) 2015 the surgeon experienced difficulty while broaching the radial canal with the 7mm and 8mm broach. During broaching with the 8mm broach it was noted that the last 5mm of useable broach length would not advance all the way which resulted in the 8mm trial stem not fully seating into the radial canal. This in turn resulted in the implant not properly seating in the radial canal and remaining prominent by 3-5mm. This event resulted in a thirty minute surgical delay and additional x-rays being performed. The procedure was completed successfully. This is report 5 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6).. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported via an update that no difficulty occurred while broaching with the 7mm broach; only with the 8mm.